Event description:
The surgeon reported that he had 14 corneal burns out of 400 cases. Add'l info received from the surgeon stated he felt the corneal burns could have been caused by the faulty parameters he was using. The surgeon adjusted his parameters and has not had another corneal burn. No add'l info was received on the patients.

Manufacturer narrative:
The facility did not request service for the system. No consumables were saved for evaluation. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. This report was mailed to FDA on: 11/19/2008.